Event description:
Prior to a coronary drug eluting stent treatment procedure, while unpacking, a kink was noticed in the hypotube shaft. The taxus express 2 3.5x20 mm drug eluting stent was being unpacked during prep and the hypotube shaft of the delivery system was found to be kinked. It was not used on the pt and the product was sent back for analysis. The analysis confirmed that there was a hypotube fracture.